Manufacturer narrative:
Internal complaint reference (B)(4). H10 b5: event description updated. Internal complaint reference (B)(4). H11 h6: health effect - impact code updated. The information received by the manufacturer has been re-evaluated for mdpr reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Additional information received by the reporter states the device broke outside the patient and the back up device was used in the same bone hole, which would not represent any risk or damage to the patient. This event is considered not reportable in accordance with applicable regulations. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during an arthroscopy, the biosure anchor broke outside the patient. The procedure was completed using a s+n back up device used in the originally drilled bone hole. No void was left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Event description:
It was reported that during an arthroscopy, the biosure anchor broke during implantation. The procedure was completed using a s+n back up device used in the originally drilled bone hole. No void was left in the patient. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).